Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm and no battery out limit alarms noted. All operating currents are within specification. Device passed the selftest. Device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, missing end cap sticker and missing address/serial number label.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and battery out limit and alarm could not be cleared. Blood glucose value was 300 mg/d; treated with a bolus. The insulin pump was replaced and returned for analysis.